Event description:
It was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and device repair options. The rptr informed physio that the customer will replace the defibrillator instead of repair. The cause for the reported failure could not be determined.